Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient presented with inflammation of the suture, formation of granuloma tissue, swelling, and pain. The recipient was prescribed ceftriaxone, bactrim, and cephalexin to take orally for six days without improvement of the condition. The recipient was hospitalized and given ceftazidime and daptomycin intravenously for five days without improvement of the condition. On (B)(6) 2019, the recipient's device was explanted. During surgery, purulent secretion and infected necrotic tissue was observed. The recipient recovered well from surgery. The recipient's infection resolved.